Event description:
A customer reported that the t:slim x2 pump battery was not charging, and there was a power source alert identified as alert 07 in the pump history. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to use the tandem wall adapter, plug it into a known working outlet, and leave it for at least 30 minutes to initiate charging, but the pump did not begin charging. Technical support planned to follow up with the caller for additional assistance.